Event description:
There was an rh typing discrepancy on the abs 2000 instrument.

Manufacturer narrative:
This incident occurred while scheduled preventive maintenance was underway. The instrument pressure and flow rate were found to be out of spec. Following the adjustment, the sample was run again and expected results were achieved. If a pt is false negative for rh, rh negative blood would be transfused, with no clinical impact. However, a rh mistype on a woman of child bearing age will result in rhig not being administered. There is also the potential for anti-d to develop if a baby is rh positive.